Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues), mechanical jam of the m-knob and noise were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported unintended movement associated with a sleeve steering issue, m knob jam and noise could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. While attempting to implant a mitraclip nt, the steerable guide catheter (sgc) "m" knob was used and the system initially moved as directed and curved down to the valve. A loud cracking noise was noted and the entire system returned to a straight position. The clip was removed and it was determined that the "m" knob was no longer functioning. The procedure was discontinued and the final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.